Event description:
The device was implanted 2005. They recognized what was thought to be a type ii lumbar endoleak at that time. One month follow-up noted it was actually a distal type I endoleak on the contralateral side. The physician place an iliac leg graft in about one month later to resolve the endoleak.